Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Device evaluation: the system was serviced by the field service engineer and the probable cause for the reported issue was identified as component failure. The reported issue is an anticipated/expected event for ngp680300 and does not represent a new risk. Based on the last annual risk management review and ongoing post market surveillance activities, the probability of occurrence for the reported event remains within the rates established in the product risk management files. Manufacturing record evaluation: a manufacturing deficiency was not identified and the system met all specifications prior to release. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an error occurred during phacoemulsification procedure. It is unclear if the procedure was successfully completed. No further details were provided.